Event description:
A 31mm epic mitral valve was implanted about 3.5 years ago. Mitral regurgitation was diagnosed at an unknown time and the patient required a redo mitral valve replacement. On (B)(6) 2015, the epic valve was explanted and a non-sjm valve (size unknown) was implanted. Upon explant, a large leaflet perforation and a 1mm x 3mm slit along a commissure were observed. The valve was sent to the hospital's lab for pathological assessment wherein all the cusps were excised. The patient presented with an infection and although the exact organism and etiology are unknown, the physician suspected it was related to the valve.

Manufacturer narrative:
The gtin and manufacturing site (nova lima) could not be verified as the lot and serial numbers were not provided. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo from the field of the explanted valve was received. There appeared to be a tear in one cusp and a perforation in the second cusp. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.